Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump error 63(variable 3) alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly. No pump error 43 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose value was 70 mg/dl at the time of the incident. Customer states pump was not exposed to a high magnetic field. Customer stated that they found the another pump error. Customer reports they were able to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.